Event description:
During procedure, handpiece stalled and bur was stuck in tooth. Attempted to work it free and bur began to rotate concentrically. While pulling handpiece from the mouth, the bur cut the lip and chipped a molar which requires restoration.